Event description:
It was reported that the customer visited the emergency room with high blood glucose of 383 mg/dl, due to a bent infusion set cannula. Customer's symptom of high blood glucose was vomiting. Customer was treated with fluids and changed the set. She did not have time to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.